Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified. J3 had a bent pin.

Event description:
While at the customer site to perform a device software update, the philips field service engineer (fse) observed there was a bent pin on the processor pca. The device was not in use on a patient.